Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was flying in an airplane. Customer was unable to clear the alarm despite changing out multiple cartridges. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer reverted to using manual injections for insulin therapy.